Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced infections and abdominal pain. The pt was treated for infection in 2001. The device remains implanted.